Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient was hospitalized following an unrelated surgical procedure. While in the hospital, the right ventricular (rv) lead exhibited loss of capture (loc). It was noted that the automatic capture feature in this pacemaker did not recognize the lack of evoked response, which, resulted in no backup pacing being issued. A manual threshold test was performed and noted threshold measurements varied from 4.5 volts to 1.7 volts. A chest x-ray was performed and noted damage to the rv lead at the proximal end of the suture sleeve that was suspected to be consistent with insulation damage and a lead fracture. Outputs were increased and a lead replacement procedure was planned for a future date. Surgical intervention was undertaken three days later. The lead was explanted and replaced and the physician opted to explant and replace this pacemaker as well. The return of the device is expected. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis.

Event description:
It was reported, that the patient was hospitalized following an unrelated surgical procedure. While in the hospital, the right ventricular (rv) lead exhibited loss of capture (loc). It was noted, that the automatic capture feature in this pacemaker did not recognize the lack of evoked response. Which, resulted in no backup pacing being issued. A manual threshold test was performed. And noted, threshold measurements varied from 4.5 volts to 1.7 volts. A chest x-ray was performed. And noted, damage to the rv lead at the proximal end of the suture sleeve, that was suspected to be consistent with insulation damage and a lead fracture. Outputs were increased and a lead replacement procedure was planned for a future date. Surgical intervention was undertaken three days later. The lead was explanted and replaced. And the physician opted to explant and replace this pacemaker as well. The return of the device is expected. At this time, the product has not been returned. If the product is returned, analysis will be performed. And this report would be updated at that time.